Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead provided antitachycardia pacing in three separate events, and provided a shock. As well, the patient's right atrial (ra) lead was undersensing. Follow up was conducted to no avail. Both leads remain in use. No further patient complications have been reported as a result of this event.